Event description:
It was reported the gastrointestinal videoscope had insufficient air/water flow from the nozzle that was resolved by flushing of the channel, to remove possible materials obstructing the channel. The event occurred during pre-use inspection for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and update to fields d9 and g1. The device was inspected on site but was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.